Event description:
It was reported that the undetermined piv catheter tubing ballooned during use. The following information was provided by the client: "IV pump was ringing off occluded repeatedly. The IV itself was functioning without issue. They opened the pump to see if there was an issue there and found that the soft section of the tubing that fits in the pump had ballooned up. When they replaced the tubing there were no further issues."

Manufacturer narrative:
Medical device expiration date: unknown. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. FDA notified?: the initial reporter also notified the FDA via medwatch # (B)(4). Device manufacture date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 28-feb-2022. Potential lots: d4: medical device lot #: 21116124. D4: medical device expiration date: 23-nov-2024. H4: device manufacture date: 23-nov-2021. D4: medical device lot #: 21116190. D4: medical device expiration date: 24-nov-2024. H4: device manufacture date: 24-nov-2021. D4: medical device lot #: 21116281 d4: medical device expiration date: 24-nov-2024 h4: device manufacture date: 24-nov-2021 d4: medical device lot #: 21116064. D4: medical device expiration date: 22-nov-2024. H4: device manufacture date: 22-nov-2021. D4: medical device lot #: 21116356. D4: medical device expiration date: 25-nov-2024. H4: device manufacture date: 25-nov-2021. D4: medical device lot #: 21116357. D4: medical device expiration date: 25-nov-2024. H4: device manufacture date: 25-nov-2021. Investigation summary: one sample (identified to be model #2420-0007) was returned by the customer. It was reported that when they opened the pump to see if there was an issue and found that the soft section of the tubing that fits in the pump had ballooned up. The returned set was examined for defects and abnormalities. No defects or abnormalities were observed. The set was successfully primed. The set was infused with the bd alaris pump module (dchu-0008) at 125 ml/hr with a vtbi of 125 ml. No bulging was observed in the tubing throughout the infusion and after the infusion. The failure was unable to be replicated, and the complaint could not be verified. A root cause was unable to be determined because the failure was unable to be replicated. A lot is unknown, however, several potential lots were identified: 21116124, 21116190, 21116281, 21116064, 21116356, 21116357. A device history record review for model 2420-0007 and possible lot number 21116124 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 25nov2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 2420-0007 and possible lot number 21116190 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 25nov2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 2420-0007 and possible lot number 21116281 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 26nov2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 2420-0007 and possible lot number 21116064 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 24nov2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 2420-0007 and possible lot number 21116356 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 30nov2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 2420-0007 and possible lot number 21116357 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 28nov2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
It was reported that the undetermined piv catheter tubing ballooned during use. The following information was provided by the client: "IV pump was ringing off occluded repeatedly. The IV itself was functioning without issue. They opened the pump to see if there was an issue there and found that the soft section of the tubing that fits in the pump had ballooned up. When they replaced the tubing there were no further issues."